Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the cannula bent and was detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula bent and protruding out of the handle body. Additionally, the handle cannula was found to be displaced. Three kinks were found in the proximal section of the sheath. Functional evaluation was not performed due to the condition of the device. The kinks found in the working length were likely caused by manipulation of the device during the procedure. Actuation in the presence of kinks can cause the handle cannula to bend. It is likely that procedural/anatomical factors limited the performance of the device; therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the cannula bent and was detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.